Manufacturer narrative:
An unexpected return from the customer confirmed a male luer break. Visual inspection found that the male luer tip of model 20022 was broken off into the female luer of model 10015817. Closer inspection under a lab microscope observed stress marks at the break site of the male luer tip. No scratch marks or tool marks were observed on the extension set. The set was visually inspected for cracks, misassemblies or damages to the components. Closer inspection under a lab microscope observed stress marks at the break site of the male luer tip. No scratch marks or tool marks were observed on the extension set. Device history record for model 20022 could not be performed due to no lot number being provided by customer. The root cause of the male luer tip breakage could not be definitively determined.

Event description:
Product was received as an unexpected return with an unspecified failure.